Event description:
It was reported that the clc2000 connector broke off from the hickman tubing. This was detected when the attending nurse found the patient bleeding. The device was removed and replaced with no further problems encountered. The clc2000 was in use for approximately three (3) days with no reported problems when the breakage occurred. One (1) clc2000 connector was returned to the manufacturer for decontamination, testing and analysis. Visual inspection recorded that the clc2000 was broken at the base of the male luer. The clc2000 housing material was tested, the results recorded that the material was within specification. Although the exact cause(s) of the broken luer could not be determined, the investigation concluded that it was not attributable to the material atttributes and or manufacturing processes and most likely occurred during usage.